Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller stated they were trying to increase the settings because the patient wasn't feeling anything, but they were having issues. They caller stated they couldn't get the communicator connected to the handset. They just kept seeing device not responding, try again. After turning the tv off in the living room and checking the communicator's placement, the caller confirmed they were able to get through the tutorial and to the home screen. They stated they did run into some issues while trying to increase, but they were able to increase to 2.7 on program 1 while on the call. It was confirmed the patient was feeling stimulation and was comfortable. It was reported that troubleshooting resolved the reported issue. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.